Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, multiple lead placement attempts resulted in the myocardial tissue at the tip of the his lead being hooked too much and appropriate thresholds  could not be obtained. During the placement attempts, the catheter sheath became deformed. The lead and the catheter were removed. No patient complications have been reported as a result of this event.